Manufacturer narrative:
Testing of actual/suspected device: a getinge field service engineer (fse) evaluated the cs300 intra-aortic balloon pump (iabp), but was unable to reproduce the reported issue. The fse performed all functional and safety checks to meet factory specifications. The iabp was then released to the customer for return to clinical service. A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported that prior to use, the cs300 intra aortic balloon pump (iabp) unit had a delay with the start up time. There was no patient involvement, and no adverse event reported.

Event description:
N/a.